Event description:
The pump did not seem to work; there was no patient relie,f whatever the distribution mode was. The pump and proximal part of the catheter were replaced. After explant, a bolus was programmed; no medication was seen at the pump outlet port. The pump was used to deliver lioresal.

Manufacturer narrative:
.